Manufacturer narrative:
The device was returned to olympus for evaluation the customers allegation of air/water flow issues from the air/water flow system, due to clogging of nozzle, water supply volume does not meet the standard value. Additionally, residual liquid or foreign material come out of channel tube( ch-tube). This was due to insufficient cleaning. The evaluation findings are as follows: (a.) Due to wear of angle wire, bending angle in up direction does not meet the standard value, (b.) Due to wear of angle wire, the play of up/down (u/d) knob is out of the standard value, (c.) Adhesive on bending section cover (a-rubber) had a chip, (d.) Due to clogging of nozzle, air supply volume does not meet the standard value, (e.) The color ring had a crack, (f.) The protector of universal cord on suction connector side had a cut, (g.) The plastic distal end had a scratch, (h.) Due to clogging of nozzle, water supply volume does not meet the standard value, (I.) The universal cord had a scratch, (j.) The grip had a scratch, (k.) The lock engagement lever had a scratch, (l.) The right/ left knob had a scratch, (m.) The lock engagement knob had a scratch, (n.) The control unit had discoloration, (o.) The control unit had a scratch, (p.) The protector of the universal cord on the suction connector had a cut, (q.) The color ring had a crack, (r.) And due to clogging of nozzle, water removal and supply ability does not meet the standard value. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The evis lucera gastrointestinal videoscope returned to an olympus with the customer complaint of air and water channel issues. It was unknown when the event occurred. There was no report of patient or user harm associated with the event. Subsequently the device was evaluated and it was discovered that residual liquid or foreign matter comes out of the forceps channel. This medwatch report is being submitted to capture this reportable malfunction which was identified during the evaluation.